Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an monopolar curved scissors (mcs) tip cover accessory fell inside the patient. A patient who had a case on (B)(6) 2025, recently took a computed tomography (CT) image and found that something like a tip cover was reflected. It could not be confirmed by intraoperative x-rays, but when the customer checked the intraoperative video, and confirmed the image of the tip cover falling off. The patient's condition is unknown at this time. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: based on the surgical case involving the mcs tip cover accessory, the hospital provided a clear explanation to the patient regarding the accessory¿s status. With the patient¿s informed consent, no additional surgical procedure was performed to retrieve the mcs tip cover accessory; instead, the patient is currently under observation. There is no plan to remove or return the tip cover because the fragment was not retrieved as the surgery was not performed. Whether the mcs instrument collided with other instruments, if the tip cover accessory was properly installed, whether any part of the orange surface was visible post-installation, if lubricant was applied before installation, if there was difficulty in removing the instrument and tip cover, if the wrist was straightened upon removal, whether any damage was noted to key components, and whether the instruments or accessories are available for return to intuitive surgical¿these details remain unknown. The patient will continue to be monitored for any further developments. Further investigation was performed by the customer, and the misalignment of tip cover was confirmed in video footage taken approximately two hours after the start of procedure. Subsequently, it was confirmed that the wrist of mcs was bent when it detached.